Manufacturer narrative:
Retainer: black. Unit passed the displacement test, active current test and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range however, pump failed sleep current measurement test. Low battery alert, power loss alarm, replace battery alert, and replace battery now alarm isolated to pcba 1. Pump failed the sleep current and isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4),

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and then after 30 minuets it prompted to change the battery already. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.